Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.